Event description:
Customer reported an incident where "alarming access pressure was not detected during the procedure, and both the dialysate and replacement pumps started spinning fast after alarm "cleared". No blood loss reported. A gambro tech evaluated the machine and was unable to duplicate the alarm.